Event description:
The complaint was reported as: the customer alleges that the return tube fell off while in use. No report of a pt injury.

Manufacturer narrative:
Two pictures of the unit of catalog number 031-28 (nebulizer adaptor 028, sterile, shelfpak) were received for analysis. They were visually inspected founding the return tube p/n 12178-01nl disassembled of the nebulizer base. In the pictures received are not reached to visualize if the return tube containing residue glue that holds the tube to the nebulizer base. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) review could not be conducted since the lot number was not provided. The MFR date of the product in question could not be determined since the lot number was not provided with the complaint info. This customer complaint is confirmed based on the pictures received. The MFR date of the product in question could not be determined since the lot number was not provided with the complaint info. Based in similar complaints, this failure mode could be related to the next conditions: interaction between inner diameter (nebulizer base) and the outer diameter (tube). Bad assembly. The tube was not fully assembled in the nebulizer base. Not enough glue used to stick the tube to the nebulizer base during MFR process. Corrective actions were taken. This action was implemented in march 2011.